Event description:
It was reported that pump touchscreen was scratched and could be difficult to read. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, and technical support could not obtain additional information, so no further action was taken.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.